Event description:
Customer complained that contact lenses cloud up making driving hazardous, cause headaches due to not being able to see, rip extremely easy and have broken in eye causing a trip to the doctor office to have a piece removed. After the piece was removed, customer was unable to wear the contacts for a time due to corneal damage. The details of the type of corneal damage or treatment were not provided. Lenses were not returned. Requests for additional information to date have not been returned. This adverse event is reported in an abundance of caution for the complaint of corneal damage.

Manufacturer narrative:
Lenses were not returned. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative that medical personnel caused or contributed to the event and/or the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged event.

Event description:
Cvi received additional information from the consumer's ecp, stating the following: fluorescein stain revealed a crescent-shaped lens fragment, which was removed with jewelers forceps; no staining or abrasions were found; rx was not prescribed to preclude injury; the consumer had no permanent conditions; the consumer continues contact lens wear, and the complaint has fully resolved.